Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was high level of 400 mg/dl. The customer treated with insulin pump. The customer reported that they were unable to screw in reservoir due to damage on reservoir compartment. The customer also reported that they were unable to screw battery cap due to battery compartment damage. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.